Event description:
It was reported that in the pediatric uti, when removing the swg from the (B)(6) female pt's right subclavian vein, the swg began to unravel. As a result, the swg and catheter over needle were removed from the pt in its entirety and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt. The pt was hospitalized previously in the uti with encephalopathy. Also noted scar phlebotomy on tomography of the right femoral vein.

Manufacturer narrative:
(B)(4).